Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime event that had occurred 3 or more times with the pump. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the black box showed a loss of prime warning with low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was found to be within specifications. The pump case was removed for further investigation and the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The battery cap was not returned with the pump; a test cap was used during the investigation.